Manufacturer narrative:
(B) (4).

Event description:
The patient was on vacation and was seen in clinic for a routine deep brain stimulator check. There had been no signs of lack of therapy effect. Upon initial interrogation of the deep brain stimulator, the patient experienced shocking, began shaking and physically responding to the interrogation. The stimulator was found to be at the factory settings at the initial device interrogation, but the physician programmer did not request that a serial number be entered. Impedances were normal. The patient was fine when she left the office. The hcp was going to follow up with the patient the next week. Please see MFR. Report # 3004209178-2009-09196. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.